Event description:
Pt has an anterior cervical discectomy and fusion c5-6, c6-7 on 12/21/94. In 5/95, pt began experiencing posterior neck pain and occipital headaches which were treated with conservative therapy, but headaches did not improve. Pt had additional surgery to replace the plate which was fractured along the inferior portion between c6 and c7.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, none or unknown. Conclusion: device failure occurred and was related to event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.